Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump was exposed to moisture. Customer's blood glucose was 102 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.